Manufacturer narrative:
Additional information: d9, g1, g3, g6, h2, h3, h6. One ensite x amplifier was received for evaluation at tech center. The field reported event was not able to be duplicated. Evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, however the root cause remains undetermined.

Event description:
During the atrial fibrillation procedure, the amplifier communication issues resulted in the procedure being cancelled. It was noted that the amplifier was not communicating with the display workstation. Several power cycles were attempted, and the fiber cable was exchanged with no resolve. When going back to using the original fiber, it was possible to establish intermittent communication. During that time, the signals went blue and the electrocardiograms were lost before losing connection again. Catheter location and visualization were not accurate or functioning properly with the catheters on different ports prior to the communication issues. It was not possible to restore communication and the procedure was cancelled with no consequences to the patient.